Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient treatment was not reported. At the time of this report, the patient was recovering from peritonitis. The pd therapy is ongoing. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Due to the additional information received, it was determined that a breach in aseptic technique was the cause of the peritonitis. As a result, the minicap is no longer a suspect product. All further investigations of this event will be documented in report number 1416980-2013-27627.

Manufacturer narrative:
(B)(4). Additional information: the actual occurrence date is unknown; however, it was reported that this event occurred about four weeks prior to (B)(6) 2013. A review of all batch record documents was conducted for potentially associated lot number gd894717 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).